Event description:
Info received indicates that following cannula placement, reduced accessory performance occurred when hcp attempts to remove the stylet from within the cannula body were unsuccessful. The unit was replaced with no reported affect to the pt.